Manufacturer narrative:
Technician found the brake linkage was bad causing the brake casters to roll in the neutral position. The technician replaced the break linkage to resolve the issue.

Event description:
Technician alleged that the brake casters will not go into the lock position on the end of the bed. No injuries reported.